Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delta chamber leaked pre-operatively.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, reflux, and siphon. The valve did not meet the requirements for preimplantation and pressure-flow testing. The valve did not pass leak testing due to a tear in the delta chamber. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of component. Such damage may lead to loss of shunt integrity¿¿ crystalline debris was observed on the exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminates are not introduced into shunt components during preimplantation testing or handing. Introduction of contaminates could result in improper performance of the shunt system. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.